Event description:
It was reported to philips that the system was not booting up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that one of the three phases from the ups has no power. To resolve the issue, fse bypassed the ups and after that, the system was returned to use in good working order. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.